Event description:
Caller reported a continuous glucose monitor (cgm) error 42, which appeared after trying to start their sensor session. There was no adverse impact to the customer's blood glucose level during this event. Technical support provided guidance for a complete pump reset, and the error code did not reappear, allowing the customer to successfully start their sensor session.